Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where several patients were not visible on the station, thereby hindering the customer's ability to access medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A technical support specialist reached out to the customer to investigate. However, due to no response from the customer, the complaint file has been closed.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where several patients were not visible on the station, thereby hindering the customer's ability to access medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.